Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s drg trial implant on (B)(6) 2019 was abandoned. The physician was unable to place lead due to patient¿s anatomy.